Manufacturer narrative:
A photo was provided of the lens in the eye. Lines were observed. The observed lines had the appearance of fold lines. The lens remained implanted. A non-company viscoelastic was indicated. The root cause for the reported complaint could not be determined. These types of fold lines may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic is placed in the device. Any of the above listed causes alone, or in combination, may create the observed marks. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Per the IFU: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Follow-up information was provided that the reported marks/creases were not present at the 1 day post op visit. This would support that the observed marks were fold lines. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure observed three marks on the lens. The iol remain implanted and patient will be seen in person at local medical doctor tomorrow and again in 2 weeks. Additional information received and reported that the suspected marks/creases on the lens were not present at the 1 day post op visit so no patient impact and no further follow up information available. There are two medical device reports associated with this event. This report is associated with the left eye.